Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a change out procedure for normal battery depletion, the right atrial (ra) and right ventricular (rv) leads both experienced insulation damage near the terminal pin that separated when the physician attempted to remove the leads from the header. It was noted terminal pin separation occurred with these chronic leads, however the physician was able to successfully remove the leads from the header of the device. The rv lead was surgically abandoned and successfully replaced. The ra lead remains in service with the new device, but was programmed to unipolar configuration. No adverse patient effects were reported.